Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant painindications for use. It was reported that the handset has been taking a long time to connect to the pump for over 2 weeks. The patient representative stated that if it connects, it will get stuck at 90% but most of the time, they were struggling to get it to connect. The rep stated that a nurse comes out to patient home once a month to refill the pump. The agent assisted the rep with clearing data on the handset and closing out all applications. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh90t01, serial# (B)(6), product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.